Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as the patient was not maintaining hygiene. It was reported that the patient was not hospitalized for the event. The same day as the event onset, the patient was treated with ceftazidime injection (1gm, once a day, ongoing, route not reported) and amikacin injection (250mg, once a day, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available,